Manufacturer narrative:
Concomitant medical products: product ID: 306001, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was at 1.4 volts, but is now at 1.6 volts where she is comfortable. The patient also mentioned pain. The patient said the worst part was the pain shot she had on the left side and then the right side during the procedure. Patient mentioned she didn't feel them cutting into her. Patient mentioned one lead came out, but patient was able to put it back in. She says her back is sore from the battery pack. No further complications were reported.